Event description:
It was reported that since (B)(6), 2013, the pt began to hear a background noise and the volume decrease. The pt has access to sound but voices appear to be very soft.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure, a device failure analysis will be submitted as a f/u report.